Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 324 mg/dl, and she was treated with an insulin drip. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller that the customer should change the infusion set before she reconnects the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.